Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
On previously submitted report, "describe event or problem" was incorrect. It should be, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. Section d, e and h has been updated/corrected in this report. H3 other text : device was evaluated by third party service center.